Manufacturer narrative:
(B)(4). Initial final combined report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant products: medical product: unknown femoral component, catalog #: unknown, lot #: unknown; medical product: unknown tibial component, catalog #: unknown, lot #: unknown. As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as lot number is unknown. A review of the complaint database could not be performed as item number and lot number is unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on an unknown date. Subsequently, a revision procedure due to the bearing loosening was performed on (B)(6) 2021. It was reported that no further information is available.